Event description:
A caller reported on behalf of their parent who experienced a low reading issue with the adc device. The customer obtained unspecified low readings and had contact with a healthcare provider who obtained an unspecified laboratory result. The customer was diagnosed with hyperglycemia and received treatment of antibiotics, oxygen, and additional unknown treatment. The caller was unable to provide any further details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The following have been updated per additional information received from customer: b2 - outcomes attributed to ae b5 - describe event or problem h6 - adverse event problem (health effect - clinical code, health effect - impact code) h10 - addtl mfg narrative

Event description:
A caller reported on behalf of their parent who experienced a low reading issue with the adc device. The customer obtained unspecified low readings and had contact with a healthcare provider who obtained an unspecified laboratory result. The customer was diagnosed with hyperglycemia and received treatment of antibiotics, oxygen, and additional unknown treatment. The caller was unable to provide any further details. There was no report of death or permanent injury associated with this event. The following additional information is being provided in this report: abbott diabetes care (adc) was able to contact the customer and the following additional information was obtained: the caller clarified that their parent was taken to the hospital due to symptoms of covid-19 and lung inflammation which were treated with antibiotics and oxygen. No diabetes-related or device-related treatment was reported. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial and follow up #1 report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of their parent who experienced a low reading issue with the adc device. The customer obtained unspecified low readings and had contact with a healthcare provider who obtained an unspecified laboratory result. The customer was diagnosed with hyperglycemia and received treatment of antibiotics, oxygen, and additional unknown treatment. The caller was unable to provide any further details. There was no report of death or permanent injury associated with this event. The following additional information is being provided in this report: abbott diabetes care (adc) was able to contact the customer and the following additional information was obtained: the caller clarified that their parent was taken to the hospital due to symptoms of covid-19 and lung inflammation which were treated with antibiotics and oxygen. No diabetes-related or device-related treatment was reported. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore adc considers this issue to be non-reportable and closed.